Manufacturer narrative:
Sensor 0m000pwvh28 has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a ¿replace sensor¿ error message was received on the adc device. It was further reported that the customer experienced swollen belly, stomach pain, and felt sick, and was unable to self-treat. An ambulance was called and the customer was transported to a hospital where sonography of internal organs was performed. The customer was administered glucose for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that a ¿replace sensor¿ error message was received on the adc device. It was further reported that the customer experienced swollen belly, stomach pain, and felt sick, and was unable to self-treat. An ambulance was called and the customer was transported to a hospital where sonography of internal organs was performed. The customer was administered glucose for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in sensor state 6 (indicating abnormal termination) with the system reset error. Visual inspection was performed on the returned sensor plug and no failure modes were observed. An extended investigator was also performed. Visual inspection was performed on the returned sensor, no damage was observed. The sensor data was analyzed and the cyclic redundancy check (crc) error was observed. A crc error causes corruption in the memory, which in turn affects the software. Thus, memory corruption was identified as the root cause of this issue. This issue is confirmed due to memory corruption. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination) with the system reset error. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. An extended investigator was also performed. Visual inspection was performed on the returned sensor, no issues were observed. The sensor data was analyzed and the cyclic redundancy check (crc) error was observed. A crc error causes corruption in the memory, which in turn affects the software. Thus, memory corruption was identified as the root cause of this issue. Therefore, this issue is confirmed due to memory corruption. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and sensor kits passed all tests prior to release. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a ¿replace sensor¿ error message was received on the adc device. It was further reported that the customer experienced swollen belly, stomach pain, and felt sick, and was unable to self-treat. An ambulance was called and the customer was transported to a hospital where sonography of internal organs was performed. The customer was administered glucose for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.